Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed a sudden high threshold level. Diagnostic testing and troubleshooting was performed at which time reprogramming was completed to "turn off" the lead. The lead currently remains implanted due to patient age and treatment options are discussed with the patient's family. No patient complications have been reported as a result of this event.